Manufacturer narrative:
H3: one device was received for evaluation. Service history of this device shows that this device has not been in for service yet. The customer problem was confirmed as investigation found that the pump did not deliver. The expulsor will be replaced including the valves. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing.

Event description:
It was reported that the device does not deliver. There was unknown patient involvement.